Event description:
The hole on the ECG cable where the white disposable lead wire plugs in was allegedly scorched. The customer reported that one of the ECG cables allegedly sparked when plugging in the ECG lead wire. Customer biomedical engineer inspected the cables and found approx 20 with alleged scorched markings, all around the hole where the white lead wire fits. No serious injury or death reported.